Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as pt did not wear a mask. On the same day, the pt was hospitalized for the peritonitis event. On an unreported date, the peritonitis was treated with unspecified ip antibiotics (dose, and rate were unknown). Four days after admission to the hospital, the pt was discharged. On an unknown date, the pt was retrained on proper aseptic technique. At the time of this report, the pt was recovered from the peritonitis event and pd therapy was ongoing. Additional information was requested but is not available.